Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured on the proximal side. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient condition was good.